Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record or complaint history could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical services contacted the customer.

Event description:
It was reported when using the unspecified bd vacutainer tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "we are having patients with huge changes in their lab values in only 3 months. We have never seen this before, and are not sure if it is related to the tubes."